Event description:
A customer reported experiencing a low blood glucose event, with the lowest level recorded at 40 mg/dl. Cause was not known. To address the low blood glucose level, the customer consumed glucose tablets. The customer used a pump with ciq software and had the control-iq feature activated during the event. Tandem technical support suggested the customer consult a healthcare professional to explore factors affecting blood glucose levels, and the customer understood the recommendation.